Manufacturer narrative:
Additional manufacturer narrative: primary cause of death has been determined as not related to this device. This report was filed in error. No certificate of death has been provided.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the patient's family doctor was not aware of the patients death. Currently no documentation is available. Police were involved so it is expected a death certificate will be available. It is unknown if the device has been explanted or if an autopsy has been done. Site is following up to collect more details and hospital records. The device history record review is in process.

Event description:
Reportedly, patient died at home after an implant duration of 22 months. The site learned of this event when they called the patient's house in an attempt to schedule the next hospital visit. No cause of death was provided.

Event description:
Surgeon has provided the cause of death as "upper gastrointestinal bleeding leading to aspiration and asphyxia. No history of gi ulcers or varices. Patient taking aspirin prophylactic reasons which was started before valve implant date." Primary cause of death has been determined as not related to this device.